Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the batteries are draining too quickly on their zm-530pa. The batteries were replaced three times within a 24-hour period. The device was actively monitoring a patient, but the patient has since been moved to another telemetry unit. They are using duracell medical grade batteries, but was unsure of the exact model. He noted that these batteries are used throughout their facility without issues. This problem appears to be isolated to this particular transmitter. He confirmed that the batteries are making good contact in the battery compartment. No patient harm was reported. Investigation conclusion: the reported issue was not duplicated. Therefore, the root cause of the reported issue could not be determined. No further investigation will be performed. Additional device information: d10 concomitant medical device. Central nurse's station model: pu-681ra, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Additional information: b4 date of this report, d9 device available for evaluation, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H3 device evaluated by manufacturer , h6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the batteries are draining too quickly on their zm-530pa. The batteries were replaced three times within a 24-hour period. The device was actively monitoring a patient, but the patient has since been moved to another telemetry unit. They are using duracell medical grade batteries, but was unsure of the exact model. He noted that these batteries are used throughout their facility without issues. This problem appears to be isolated to this particular transmitter. He confirmed that the batteries are making good contact in the battery compartment. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the batteries are draining too quickly on their zm-530pa. The batteries were replaced three times within a 24-hour period. The device was actively monitoring a patient, but the patient has since been moved to another telemetry unit. They are using duracell medical grade batteries, but was unsure of the exact model. He noted that these batteries are used throughout their facility without issues. This problem appears to be isolated to this particular transmitter. He confirmed that the batteries are making good contact in the battery compartment. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. Central nurse's station: model: pu-681ra. Sn: (B)(6). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the batteries are draining too quickly on their zm-530pa. The batteries were replaced three times within a 24-hour period. The device was actively monitoring a patient, but the patient has since been moved to another telemetry unit. They are using duracell medical grade batteries, but was unsure of the exact model. He noted that these batteries are used throughout their facility without issues. This problem appears to be isolated to this particular transmitter. He confirmed that the batteries are making good contact in the battery compartment. No patient harm was reported.